Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was found clogged. Additionally, the switches were aged. The insertion tube was worn. The root part of the insertion tube was wrinkled. The suction cylinder was worn. The number one switch was detached, and both cylinders had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while he was reprocessing his olympus gastrointestinal videoscope was clogged. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the clog could not be determined. Additionally, what the foreign material which caused the clog was could not be determined. Olympus will continue to monitor field performance for this device.